Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use foreign matter (an insect) was discovered in tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: foreign material in tube. An insect is in tube.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, testing of the customer samples was performed to determine the likely source of the foreign matter. According to the ftir analysis of black fm, the spectrum of fm has strong similarities to polypropylene, potentially polypropylene/polyethylene mix. The most likely source of black fm is black stitching of supersack that is used to move or store the tubes. Stitching consists of polypropylene. It seems that part of the stitching went into the tube when the tube was stored in the supersack before the tube cap was closed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1516325 and for establishing corrective actions and procedures to mitigate further occurrences.

Event description:
It was reported that after use foreign matter (an insect) was discovered in tube with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: foreign material in tube. An insect is in tube.